Event description:
It was reported that the pta balloon was difficult to deflate after use in the iliac vein. There were no retraction difficulties; however, upon retraction, the fibers of the balloon appeared to be disrupted. Another pta balloon was used to complete the procedure without incident. There was no reported pt injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The sample is not available for return; therefore, an eval of the device could not be performed. The investigation is currently underway.